Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead presented for a device check due to increased lethargy and breathlessness over the last several years. The patient also reported experiencing syncope and a number of seizures since implant of their device though they had not presented for follow up since approximately 1 month post-implant. Device interrogation revealed less than 6 months remaining longevity in addition to a switch from bipolar to unipolar configuration on the rv lead due to a out-of-range impedance measurements believed to be the result of a lead fracture. The patient's presenting rhythm showed intermittent loss of capture (loc) with up to 2-3 seconds of asystole. The intermittent capture was found to be the result of the device output, which was obtained in bipolar configuration, set to the same value as the unipolar capture threshold. Rv output was immediately increased to 5.0 v for the remainder of the device check and consistent capture was observed. The physician suspected the intermittent loc and asystole may have contributed to the patient's reported syncope and seizures. Following completion of the device check, the patient was transferred via ambulance to another facility pending imminent system revision. No additional adverse patient effects were reported. Available information indicates this system remains in service at this time.

Manufacturer narrative:
(B)(4). As boston scientific is not expected to be present for the patient's revision procedure, it is unlikely any further information will become available. This report will be updated should additional information be received.